Event description:
The patient had a pain, and it was found that the screw was broken through x-rays. The part of the screw where the plate contacted was broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.